Event description:
The customer reported to philips healthcare "patient monitor error pop up" associated with the heartstart xl. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.